Manufacturer narrative:
The device history records for the device are being reviewed. The investigation is currently underway.

Event description:
It was reported that after successful deployment of the endovascular stent graft in a brachial-basilic venous stenosis, the delivery system was being removed and the distal end of the catheter completely detached and remained inside the stent graft. An attempt was made to retrieve the detached component with a pta balloon but this was unsuccessful. A snare was used to successfully retrieve the detached component using a femoral vein access. The stent graft was post-dilated with a pta balloon. There was a minor prolongation of the procedure there was no report of injury to the pt.